Manufacturer narrative:
Other text: g5: 510k is blank, this catalog number is not sold in the united states. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a cardiovascular surgery, a balloon leak was detected during cannula preparation. No clinical consequences were reported, as the defect was detected before use in the patient.

Manufacturer narrative:
Device evaluation: one used and decontaminated device was returned for investigation, without it's original packaging. Visual inspection noted a tear in the cuff. Functional testing confirmed the complaint, when is was not possible to inflate the cuff as it leaks so badly. Root cause of the tear could not be identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly.